Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump's display went blank after a low battery alert. Customer stated that the insulin pump may have been dropped. Customer also reported that his high blood glucose level may be due to the fact that the insulin pump was not delivering insulin. Blood glucose level was 266 mg/dl at the time of the call. Customer's blood glucose level had dropped to 131 mg/dl by the end of the call. No further information was provided.